Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment procedure. The procedure was completed after restarting the system. The issue was not rectified after restarted the system. The error message went away for a short while, but it came back again. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Analysis of the log file confirmed that there was a malfunction of the ippc (image processing pc). The fse replaced the ippc (image processing pc) as well as reloaded the software, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It was reported to philips that exposure was not possible on the allura device. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.